Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, oversensing due to noise which resulted in the administration of inappropriate therapy was noted on the right ventricular (rv) lead. Moreover, low sensing threshold and low pacing impedance were also noted on the rv lead. Fluoroscopic imaging was conducted but the cause of the event could not be determined. The rv lead was deactivated and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
(B)(4).

Event description:
During an in-clinic follow up, oversensing due to noise which resulted in the administration of inappropriate therapy was noted on the right ventricular (rv) lead. Moreover, low sensing threshold and low pacing impedance were also noted on the rv lead. Fluoroscopic imaging was conducted but the cause of the event could not be determined. The rv lead was deactivated and replaced; and the non-abbott device was explanted and replaced to resolve the event. The patient was stable with no consequences.